Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
(B)(4): mps (B)(6) reported joint angle inconsistent error, case type tka surgical delay 20-30 mins patient was under general anesthesia resolution: found debris on j6 encoder scale, cleaned scale and tested with micro e alignment tool. Optimal reading from bump stop to bump stop.

Manufacturer narrative:
Mps reported joint angle inconsistent error. Per gsp 166507: found debris on j6 encoder scale, cleaned scale and tested with micro e alginement tool. Optimal reading from bump stop to bump stop. A review of device history records shows that on 01/23/17 1 device was inspected and 1 device was placed on: qt 17-01-0030. A review of the data revealed that the non-conformances are not related to the failure alleged in this compliant. A review of complaints in catsweb and trackwise related to p/n 209999, serial number (B)(4) shows 2 additional complaints related to the failure in this investigation. These complaints are:(B)(4). System ready for clinical use. No action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.

Event description:
Gsp 166507: mps rebeca gates reported joint angle inconsistent error, case type tka surgical delay 20-30 mins patient was under general anesthesia. Found debris on j6 encoder scale, cleaned scale and tested with micro e alginement tool. Optimal reading from bump stop to bump stop.